Event description:
A nurse reported that during intraocular lens (iol) implant surgery, a crimped trailing haptic was noted. In a follow-up, the nurse reported an enlargement of the incision was required to remove and replace the iol. The pt experienced marked corneal edema. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and haptic damage was observed; however, the corneal edema could not be verified. Solution was observed on the returned product. Results from the product history record review indicate the product met release criteria. While we are unable to determine the origin of the damage, our observation reasonably suggest that it is not mfg related. Due to the presence of surgical solution, the damage is potentially related to customer handling. Additional info was requested on 03/05/2012 and 03/21/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).